Event description:
During an "ep" procedure for atrial fibrillation using a venasonix ultrasound catheter phrenic nerve palsy occurred. This is a known short term complication. The doctor noticed that at 60 seconds into the venasonix ultrasound, burn of the right superior pulmonary vein, right diaphramatic damage occurred, he immediately stopped. The procedure was then completed by "rf" applications. In total 4 venasonix burns and 14 "rf" burns completed the procedure. 24 hours after procedure the damage was still present, but the patient was asymptomatic.